Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms the trial has fractured into two pieces. Both pieces were returned. The device also has multiple scratches, burrs and gouges in the plastic. The device shows extreme signs of wear/usage. The device was manufactured in 2009. A review of complaint history on the listed part revealed no prior complaints for the listed batch number with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the insert trial broke during use. S&n backup was available. All pieces recovered. No delay to the procedure, no injury to the patient. The device will be returned. No closure letter needed.